Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not tripped eri when the battery voltage was below eri. Patient presented through merlin.net transmission. Device was explanted and replaced. There were no complications during the procedure. Patient's condition was stable post-procedure.

Manufacturer narrative:
Additional information: d10. Interrogation of the device revealed it was at end of service when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench using automated testing equipment, and no anomalies were found. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The device behaved as designed, which includes triggering eri normally, and no device anomaly was noted.